Event description:
The pt experienced a loss of stimulation sensation and was unable to adjust their stimulation. Stimulation was able to be turned back on and the message "call your doctor" was seen. A power-on-reset condition was reported. Pt did feel his stimulation. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)